Event description:
Additional information received reported the patient was ¿doing fine¿ after the explant and was only seeing the healthcare provider (hcp) as needed now. It was noted there were no plans to re-implant at the moment.

Event description:
It was reported the pump and catheter were explanted on 2014-(B)(6) due to infection. There was no alleged product issue and the issue was not believed to be pump-related. The system was being used to deliver morphine. The patient status at the time of the report was ¿alive- no injury.¿ additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).